Event description:
It was reported that this implantable neuro stimulator (ins) was activated due to a jet stream in a swimming pool. The ins was switched off with the pt programmer and was working normally afterwards. No out of range impedances or other device problem was identified with device interrogation.

Manufacturer narrative:
(B)(4).